Event description:
Philips received a complaint by the customer on the v60 indicating that there was a check vent alarm. Backup alarm failed when the unit was turned on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The fse discussed replacement of the power management (pm) printed circuit board assembly (pcba), and if this does not resolve the issue then a central processing unit (cpu) replacement could also be a possibility.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed multiple backup alarm failure errors in the logs. The fse replaced the cpu pcba to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for failure analysis. The cpu pcba was tested, and the failure was confirmed. Pil verified that the secondary speaker failed to function with 10vdc applied with the bk precision 1696 dc regulated power supply. Pil also verified that the alarm code was generated when the power on button was pressed on the standard test bed (stb). D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.